Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) it was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in the returnkit in an unknown fluid. The valve was at pressure level 9 cmh2o. A visual inspection was performed and no damage was observed. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. A pressure step test was performed and the investigation revealed that the valve adjusted up and down in all pressure step ranges. To measure the brake release force, the valve with a brake force meter was checked. The braking function was proven positive. The measured values of the braking force were within the permissible tolerance. After opening the progav2.0 valve, noticeable deposits were found inside the valve but it could not be confirmed that the deposits affected the operation of the valve. No further actions are required.